Event description:
The customer contact reported leak from the clave; subsequently, blood loss was noted. The extension set was connected to an unspecified device. The customer contact reported the blood was "pouring" from the clave. The amount of blood loss was unspecified. The physician was notified of the event. There were no reorted adverse patient effects. Multiple unsuccessful attempts have been made to obtain specific event and patient details.

Manufacturer narrative:
The device ws received. Investigation is not complete.